Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motor error alarm and a no power alert. Customer's blood glucose was 245 mg/dl. Alarm history showed that customer did not receive a low battery alarm prior to no power alert. Customer reported that battery cap was neither loose nor damaged. Customer declined troubleshooting for motor error alarm and would monitor insulin pump.